Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal infection, bladder disorder, urinary tract disorder, vaginal discharge, migraine and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, dysmenorrhoea, abdominal pain, vaginal infection, bladder problems, urinary probs, vaginal discharge, migraine, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Event injury nos replace with new event pelvic pain. New event dysmenorrhoea, abdominal pain, vaginal infection, bladder problems, urinary probs, vaginal discharge, migraine, nausea was added. Reporters, patient demographics was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.